Event description:
It was reported that the pump was explanted due to an infection. Specific details were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.